Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) due to patients anatomy and the patient felt discomfort. It was also reported that one of the spinal cord stimulator (scs) leads migrated. The patient underwent a scs replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7136154, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7136238, UDI: (B)(4).